Event description:
According to the reporter, during an open radical resection of esophageal cancer procedure, while performing the sleeve gastrectomy, the jaws were unable to be opened to remove the instrument from the tissue and had to be cut off to remove it from the tissue. A new device was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.